Event description:
The customer reported receiving multiple no delivery alarms. The customer stated that at times the alarm cleared without issues, but other times he had to take out the reservoir and treat it like a new reservoir for the alarm to be cleared. The customer's blood glucose was 133 mg/dl at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.